Event description:
Philips received a complaint from the customer reporting that the v60 ventilator has a dim display. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) advised the customer that the unit may have the original hydis lcd and will need to be updated to the 2nd generation nec lcd. Part numbers were provided to the customer. The investigation is ongoing.

Manufacturer narrative:
The biomedical (biomed) engineer reported to the remote service engineer (rse) that the display was dim at the highest brightness setting during setup. The device was sent to bench repair. At bench repair, the service engineer confirmed that the liquid crystal display (lcd) panel was dim. The device currently has a first-generation lcd panel which is no longer available. The service engineer will order a second-generation lcd panel and all of the parts that are required to upgrade the lcd such as the second-generation nec lcd cable, user interface (ui) printed circuit board assembly (pcba) to lcd cable, second-generation ui pcba, and second-generation lcd tray. The repair is still pending.

Manufacturer narrative:
The service engineer ultimately ordered the second-generation lcd assembly, second-generation nec lcd cable, second-generation ui pcba, second-generation lcd tray, and ui pcba to lcd cable for repair. Upon receiving the new parts, the service engineer performed the replacements and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.

Manufacturer narrative:
Per a good faith effort (gfe) response, the repair for this device cannot be conducted at this time due to a backorder status of parts needed for correction. The material ordered aligns with the recommended repair of the reported malfunction per the service manual. When all parts become available, the repairs will be conducted. If new information is received and suggests that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.